Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient does not recall much from the event. The patient was found unresponsive by his neighbor. The neighbor called emergency medical services (ems). Upon arrival, ems performed a bg which was 34 mg/dl; however, the patient¿s cgm was 71 mg/dl. The patient was treated with glucagon, IV glucose and transported to the hospital. The patient regained consciousness and was released later that day after his glucose stabilized. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.